Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is being reviewed by engineering in order to further investigate this incident and a f/u report will be sent within 30 days or upon completion of the evaluation.

Event description:
Laparoscopic cholecystectomy - "pt was in for scheduled laparoscopic cholecystectomy. Surgeon used applied medical inzii retrieval system 10mm endoscopic pouch. The pouch tore when the surgeon was pulling the gallbladder out thru the trochar. A small piece of the pouch was retrieved from within the pt. Surgeon believes he got all pieces of the pouch out. He believes there is no harm to the pt." "Happened several months ago, no reported pt injury."